Event description:
Pt on cadd pca pump with 100ml cadd cassette attached to pump. New cassette hooked up 4/20/00. Call rec'd from pt. Pt's fanny pack, pump and cassette has brown fluid leaking from cassette. According to rn fluid seems to be leaking from bag within hard shell of cadd cassette. Fluid got into battery compartment of pump and caused brown fluid secondary to battery corrosion (suspected as source of brownish discoloration).